Event description:
On (B)(6) 2017, a patient underwent a one-level lumbar fusion. On (B)(6) 2021, the patient underwent a removal and revision surgery due to progression of the underlying disease. The genesys spine hardware was removed in order for the surgeon to extend the construct to treat the adjacent level using a competitor's product. At the time of the removal and revision, there were no signs of infection and the genesys spine hardware was removed intact.